Manufacturer narrative:
Internal complaint reference: (B)(6). Yonggan, w., qianmei, s., & chunjiu, h. (2011). Radiofrequency plasma ablation at multi spots for obstructive sleep apnea hypoventilation syndrome. Chinese journal of minimally invasive surgery.

Event description:
It was reported that on the literature review "radiofrequency plasma ablation at multi spots for obstructive sleep apnea hypoventilation syndrome", 5 patients had soft palate relaxation and lingual root hypertrophy after a radiofrequency plasma ablation procedure where a coblator surgery system and a reflex45 and reflex55 coblation wands were used. The events were treated with a revision surgery to re-perform the coblation of the soft palate and lingual root. No further information is available and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU (instructions for use), risk management and CAPA (corrective and preventive action), nc (non conformance), pra (probabilistic risk assessment)/hhe (health hazard evaluation) review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.